Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the torque limiting attachment device kept becoming uncoupled. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling was damaged as a result the proper function of the locking mechanism could not be ensured and the tool was falling out of the coupling. The device also failed pretest for general condition, check the tool coupling and check the torques. Therefore, the reported condition was confirmed. It was determined that the damage was caused by external force, for example (falling to the ground or strongly bumping against an object) which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date of this report was documented as feb 19, 2018 in the initial report, the correct date is feb 18, 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.